Manufacturer narrative:
The reporter indicated that the surgeon implanted a 13.7mm micl13.7 implantable collamer lens of -11.5 diopter into the patient's left eye (os) on (B)(6) 2019. There is concern for assessment of vaulting and the surgeon will monitor to determine if an exchange is necessary. The patient is doing well with mild complaints of glare. The lens remains implanted. Micl 13.7 should be added to previous MDR. Claim#: (B)(4).

Manufacturer narrative:
Additional informaiton; serial# updated from serial number (B)(4) to serial number (B)(4). Expiration date updated from 31-aug-2020 to 31-jul-2019. Unique identifier (UDI)# updated from (B)(4) to (B)(4). Device manufacture date updated from 14-sep-2018 to 11-aug-2017. (B)(4).

Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm, micl13.2, -11.5 diopter, implantable collamer lens into patient's eye on (B)(6) 2019. Reportedly the surgeon "will determine if the lens needs to be exchanged due to vault". Lens remains implanted. "There are no complications with patient as of now." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.